Event description:
It was reported the pt ((B)(6)) is not receiving effective therapy coverage. Attempts to resolve this matter via reprogramming have proven unsuccessful and resulted in positional stimulation. A diagnostic test revealed low impedance measurements for several lead contacts. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.